Event description:
My sister used for the first time, complete moisture plus multi-purpose solution and had immediate problems. She is seeing an eye professional, who said he has no explanation to how this occurred, but is some type of cornea affection. She has been practically blind for the last week with extreme light sensitivity and swollen eyes. Dates of use: two days.